Event description:
The physician attempted arteriotomy closure with the closer 6fr device after an interventional procedure. It was reported that the physician was "unable to remove the plunger after it was inserted into the body of the closer. Consequently, the foot of the device could not be closed and the device could not be removed from the artery." The "pt was sent to a vascular surgeon for catheter removal." Multiple unsuccessfull attempts have been made to obtain additional info.